Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that seven of his patients presented with slightly white incisions which suggest abnormal heating of the handpiece. Additional information has been requested but not received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received. Six out of ten patients post operatively presented with peri-incisional edema. There was no error message displayed. There was no message or noise of occlusion. Post operative control after 48 hours did not find any edema. Treatment was not necessary and there were no further complications found.

Manufacturer narrative:
The surgeon said ¿he the noticed this problem on a single day, where about 6 out of 10 patients were determined to have peri-incisional edema. The surgeon was surprised by this. However, 48 hours into post-operative control-phase, the edema was not found. There were no system message codes noticed. There was no noise of occlusion either. A questionnaire was given to the surgeon to complete, which he declined to do. As the information being asked, was not applicable to his situation. The surgeon then wondered if there was a problem with the phacoemulsifier used since the cataracts were not difficult. He added that no treatment was necessary and no further complications were found. There was no medial or ocular history provided back on any of the patients for review. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least 600 cells/mm2 are needed to provide adequate corneal dehydration, and clarity.corneal edema after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. Ultrasonic power is a setting controlled and modified by the surgeon, therefore contributor to the event may be surgical technique as well as patient corneal pathology.the phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event was not able to be confirmed.the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).